Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after power up, the external pulse generator (epg) rate and output values were at zero. A new battery was used in the epg with the same result. The status of the epg is unknown. There was no patient involvement.